Event description:
A call was received through technical services reporting the short interval counter was at 1700 since implant. The patient had received 4 inappropriate shocks due to lead oversensing and noise. It was determined the lead was fractured. It was capped and replaced. There were no further patient complications related to this event. The ICD was also replaced, and returned with a report of inappropriate shocks, noise and oversensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. Other: a call was received through technical services reporting the short interval counter was at 1700 since implant. The patient had received 4 inappropriate shocks due to lead oversensing and noise. It was determined the lead was fractured. It was capped and replaced. There were no further patient complications related to this event. The ICD was also replaced, and returned with a report of inappropriate shocks, noise and oversensing. No conclusion can be drawn; interference lead(s), fracture of, oversensing shock, inappropriate